Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise with oversensing. Pacing impedance measurements were fluctuating to often greater than 2,000 ohms. Fluctuating pacing threshold measurements were also observed. Immediate lead revision was then performed. It was observed that the rv setscrew was not properly attached as the lead could be removed from the header without screwing it off. The lead was reinserted to the header and the setscrew was properly secured. Measurements were noted to be within range thereafter. The device was reprogrammed. The ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.